Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold and calcification white in the surface of the shell. Leak test was performed, and no leakage was found. A microscopic analysis was performed which no identify openings, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a right side deflation and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted and replaced.